Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the irrigation works intermittently during surgery. There were no reported injuries or medical intervention associated with this event. There was no additional information provided.